Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, the customer had issues with two sensor sensors. In one of the sensor there was not puncture wound or mark in the skin so cannula must have been missing before insertion. The in the other sensor, the sensor fell off right after it was inserted, it didn't have a cannula. Customer's mother declined troubleshooting assistance. The sensors are not being returned for analysis.